Event description:
Device malfunction: resistance felt during locator wings deployment. Time of device malfunction: during vessel closure. Symptoms/ae: failure hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the right common femoral artery after and interventional procedure. Reportedly, resistance was felt during the deployment of the locator wings and initiating the splitting of the sheath (step 2). The device was removed and hemostasis was achieved, using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It had not yet been received.